Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-09943, 2017865-2020-09946. It was reported that the patient presented with stimulation in the upper chest. Upon interrogation it was noted that the right atrial and left ventricular leads exhibited loss of sensing and the left ventricular lead also exhibited out of range impedance. Lead dislodgement was suspected. Programming changes were made. On (B)(6) 2020, the patient presented for a lead extraction. It was noted that the device had migrated and leads were confirmed to be dislodged due to twiddlers syndrome. The right atrial and left ventricular leads were explanted and the corresponding ports were plugged on the device. A leadless pacemaker was also implanted. The patient was in stable condition.